Manufacturer narrative:
Review of the provided data logs confirmed several spikes in motor current occurring on april 5, 2021. At 18:45 on april 5th, a motor current spike triggered a pump stop and an 'impella stopped - motor current high' alarm. The pump restarted shortly after; however, additional motor current spikes were observed along with unstable pump flow. Evaluation of the returned product found biomaterial around the impeller. The root cause of the low pump flow was ingested biomaterial. The root cause of the access site bleeding was determined to be unrelated to the impella device since it was reported that the patient was bleeding in multiple places.

Manufacturer narrative:
The impella 5.0 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old asian male patient had impella 5.0 pump inserted in the right axillary. The patient had bleeding from impella insertion site and as a result ten (10) units or more blood transfusion was given.